Event description:
(B)(4). I got essure in 2010, my insurer paid for it. I had heavy bleeding for 2 and half months. I had pain in my sides and ribs. My primary care doctor performed xrays but could not find a reason for the pain. I have migraines, numbness, muscle and joint pain, heavy menstrual cycles and was diagnosed multiple sclerosis. I was a healthy person before this procedure but have felt terrible that started the year I got this device.

Event description:
(B)(4). In addition, I have chronic fatigue and my legs itch constantly.